Event description:
Additional information received on 08/11/21. On (B)(6) 2017 - (B)(6) 2019: pelvic pain, uti, neuropathic pain in the perineum , dysuria, frequency and urgency noted after vaginal injections. Noted to have suprapubic tenderness. Claimant admitted to hospital after having pudendal nerve injection under general anesthesia, for right lower extremity weakness. Additional information received 07/21/2021. On (B)(6) 2016 - complaints of tailbone pain and lower abdominal pain. Mesh appeared contracted on a pelvic ultrasound.

Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2018-00869, initially reported on 04-dec-2018 through e-submitter. This MDR is to reflect the additional information received. According to the available information, the patient's legal representative stated foreign body reaction, mesh erosion, pain, urinary problems, bleeding, and other injuries. Altis was implanted on (B)(6) 2016 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Device not returned.